Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient the implantable pulse generator (ipg) device was checked and settings were changed. It was also reported by the patient feeling bad and very tired ever since the device check and programming change in voltage from 3 to 2. It was further reported that the patient was seen in the emergency room (ER) due to chest pain; however there was no documentation as to medical intervention/programming. It did not appear to be any device issues. The patient is scheduled for three months follow up and the device remains in use. No patient complications have been reported as a result of this event.